Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2 we recently started using the elastomeric easypump for 5fu infusions. We have had a few instances of the ball leaking part way into the filling process. I would like to discuss our process with someone. Same device, same user observed by team members. Occurred under the hood. Pump is connected to equashield luer lock cstd. User states pump is supported during the filling process to prevent port cracking, luer devices do not appear overtightened. ?unsure if leakage comes from neck of the ball.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2: one (1) sample with the lot number 24k08ge561 was submitted to the manufacturer for evaluation. Through visual examination of the sample, the filling port of the sample was observed to had been connected to a luer lock adaptor with syringe. Some clear solution was found inside the 60 ml syringe. After removing the adaptor from the filling port, cracks were observed at the filling port of the sample. The sample was filled with red dye solution to check for leakage. Leakage was observed from the crack filling port during the filling process. The reported defect is confirmed. A review of the device history record (DHR) was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. The assembly process flow of easypump ii was reviewed and analyzed to determine the potential root cause. Based on the analysis conducted, crack at filling port could be ruled out from assembly area. While a defect was observed, an exact root cause could not be determined. Further engineering study will be conducted to evaluate the stress analysis on the cap valve; further action will be implemented based on the results. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.